Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital due to character restrictions in block e1 event site address :(B)(6)a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cs300 intra-aortic balloon pump (iabp) unit's balloon internal pressure waveform was different from usual. There was no effect on patient.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the failure, but explained he relevance because the inspection balloon was old. The fse explained to the customer that they would need to use new balloons, and the customer agreed. All functional and safety checks performed to meet factory specifications. The unit was returned to the customer and cleared for clinical use.